Event description:
Patient underwent full revision surgery. The explanted lead has not been received to date.

Event description:
High impedance was observed for patient's device on system diagnostics on (B)(6) 2016. Patient was also reported to be seizure free. Surgery is planned but no known surgical interventions have occurred to date.